Event description:
The customer reported that about 10 mls of diluent leaked from the coulter act diff 2 analyzer and was contained at the bottom, right side of the instrument. She discovered that there was a part to the left of the reservoir that was broken and she requested service. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated in connection with the reported event.

Manufacturer narrative:
The field service engineer (fse) found one of the ports on the diluent reservoir (rsd) had broken off. He replaced the diluent reservoir to resolve the issue. Fse then performed verification of instrument to meet the specified requirements per established procedures. (B)(4).